Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the bolus recommendations provided by the blood glucose monitor were not accurate, which led to a hypoglycemic event. At 11:15 am the patient received a blood glucose result of 303 mg/dl and a bolus recommendation of 16 units. At 1:22 pm the patient received a result of 200 mg/dl and a bolus recommendation of 16 units. At 5:10 pm he received a result of 73 mg/dl and no recommendation or units were applied. At 8:00 pm the patient received a blood glucose result of 33 mg/dl and became unconscious. The emt's were called and transported the patient to the hospital. It was reported that the hospital treated the patient with "nph", but that he did not agree with the treatment. The patient was hospitalized for 3 days and is currently stable.